Event description:
Pauses noted on several different occasions. Also, atrial and vent high rate episodes, which look like noise on egm.

Event description:
Pauses noted on several different occasions. Also, atrial and ventricular high rate episodes detected by device but turned out to be noise on egm. Device was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: no anomalies found. Other: pauses noted on several different occasions. Also, atrial and ventricular high rate episodes detected by device but turned out to be noise on egm. Device was removed from service. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated, electrical tests performed mechanical tests performed, visual examination: device performed according to specifications device evaluated and alleged failure could not be duplicated elective replacement oversensing noise.